Event description:
While sitting in a chair at home, this patient felt a pop in his hip and experienced severe pain. On x-ray in emergency department a dislocation of the left hip was confirmed. In surgery 12/6/96 the previously inserted 10/13/94 femoral component was completedly disassociated at the stem, trochanteric module junction and the trochanteric module and extra long femoral head were lying free in the soft tissues.

Manufacturer narrative:
Conclusion statement: records reviewed of product lot file and found to be complete, accurate, and acceptable. Product was MFR and sold by another, the assets of which were purchased by co.